Manufacturer narrative:
Date of event: exact date unknown, event occurred (B)(6) 2020 from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason.

Event description:
It was reported that the patient underwent an ipg replacement procedure due to an unknown reason. Additional information was received that the reason for replacing the ipg was to upgrade to an MRI compatible device. The explanted ipg was not returned by the medical facility.